Event description:
Ge carestation 650 adjustable pressure limiting valve would not release airway pressure when patient is spontaneously breathing, and adjustable pressure limiting valve set at minimum. Clinician had to remove rebreathing bag from patient to release the positive airway pressure on breathing circuit. A service call for ge service was placed and ge field engineer found the adjustable pressure limiting valve diaphragm was worn out. Replaced diaphragm assembly, adjustable pressure limiting breathing circuit gas was ordered and replaced. Full checkout and test procedures were completed per manufacture specifications. System returned to service.